Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, mildly tortuous common iliac artery that is 90% stenosed. During advancement of the 8.0x39mm omni elite otw balloon-expandable stent delivery system (sds), resistance was met with the guiding catheter. Upon removal of the sds, the stent dislodged from the balloon but remained tightly crimped on the sds catheter. A 7.0x39mm omnilink was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulties appear to be related to procedural circumstances. It is likely that the device interacted with the guiding catheter and a heavily calcified, mildly tortuous and 90% stenosed lesion during advancement, which may have contributed to the reported difficulty to advance and subsequent stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.